Event description:
Information was received indicating that a pump was exhibiting multiple episodes of alarming over the past month with a smiths medical, cadd medication cassette to administer veletri. It was reported the end user believes the cassettes were faulty. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).